Event description:
It was reported that the ilet displayed a restart alarm associated with a motor stall, after which the caregiver restarted the device, completed a dry run, and performed a full supply change using alternate-box teflon infusion supplies; the motor sounded intermittently louder during rewind but the pump functioned during setup, and the event was consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia and nausea, with an initial blood glucose of 348 mg/dl that trended down after an insulin injection and pump recovery. Outcomes included an unexpected medical intervention in the form of insulin administered by injection, and a condition that meets the definition of a serious injury/illness due to severe hyperglycemia risk. Investigation included communication and interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed a communications-related problem during pump operation and a device problem characterized as failure to infuse, with the implicated component being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.